Event description:
It was reported that this lead was explanted due to oversensing approx. 14 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Plexa promri df-1 s 65 sn (B)(6). Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis demonstrated 18 cm distal to the is-1 connector pin that the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, a stretched and bent fixation helix was found, which most likely resulted from the surgery. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.